Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope for air leak from the tip. It is unknown when this issue occurred. The device was returned for evaluation. During the device evaluation, foreign material inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, part of the insertion tube was caught and pinched-the insertion tube became deformed, resin part was cracked (crack was due to impact such as dropping/ crack of molded part due to physical/chemical stress), the light guide lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, scope connector cover unit had a scratch, paint on air/water cylinder was peeled, paint on suction cylinder was peeled, forceps elevator lever had a scratch, free-engage knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, switch box had a scratch, scope cover had a scratch, suction cylinder was shaved, suction connector had a scratch, universal cord had a scratch, grip had a scratch, control unit was discolored, control unit had a scratch, suction connector was dirty due to water leakage, adhesive on distal sheath had a chip, the play of up/down knob was out of the standard value due to wear of angle wire, connecting tube had a scratch, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair. The customer has no idea what the foreign material is. There was no delay in the start of pre-cleaning, the customer flushed the air/water nozzle with water and air. The air/water nozzle was wiped/brushed with lint free cloths/brushes/sponges. The air/water nozzle was flushed with the detergent solutions. There were no noted concerns about the reprocessing. E1/establishment name: (B)(6) hospital- added due to character limitation in respective field.